Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-discharge diaphragmatic twitching. An interrogation revealed non-capture in multiple left ventricular (lv) lead pacing configurations. Amplitude was decreased and the lead was turned off. The lead remains implanted. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.